Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer uses 24 french foley catheter and one was defective. The bulb would not deflate, and they had to go to the doctor to have them remove it. Customer has product to return and would like replacements with a different lot number. Customer wants a callback when bd starts working on the complaint - they want to know when the replacements will be sent and wants to know the process.